Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "data was evaluated and the allegation was confirmed. The root cause was determined to be a low transmitter battery that led to a transmitter failed error."

Event description:
Data was received for evaluation. However, the alleged product is not present within the investigation window. Confirmation of the allegation and a root cause could not be determined.